Event description:
This male patient was admitted for coronary intervention. Following rotational arthrectomy, a 3.0 x 33 cypher select was positioned in the right coronary artery lesion. The lesion was 28mm in length, 80% stenosed, and had not been pre-dilated. After connecting the boston scientific inflation device, the physician noted contrast leaking from a hole in the hub. The balloon could not be inflated. The device had appeared normal during prepping.. The physician had no difficulty in connecting the inflation device to the hub. There were no adverse events reported. The procedure was completed with a promus stent. The device has not yet been returned for evaluation. Additional information will be submitted within 30 days of receipt.